Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A partial system check was performed with tandem technical support and no issues were identified. Customer cleared the alarm and resumed insulin therapy. Customer¿s blood glucose level was 226 mg/dl.